Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: no, lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -12.0/+3.5/86 diopter in to the patient's left eye (os) on (B)(6) 2016. The patient developed a refractive surprise and the lens remains in the patients eye.